Event description:
It was reported that thrombosis occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). During a routine follow-up examination in (B)(6) 2023, transesophageal echocardiogram (tee) revealed a thrombus. The patient was only on aspirin at that time. The patient had previously followed typical eliquis, then plavix and aspirin, and then just aspirin. The patient was instructed to resume apixaban and undergo a repeat tee in three months' time. It was further reported a 31mm watchman flx laa closure device with delivery system (wds) was used.

Event description:
It was reported that thrombosis occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). During a routine follow-up examination in (B)(6) 2023, transesophageal echocardiogram (tee) revealed a thrombus. The patient was only on aspirin at that time. The patient had previously followed typical eliquis, then plavix and aspirin, and then just aspirin. The patient was instructed to resume apixaban and undergo a repeat tee in three months' time.

Manufacturer narrative:
B3: date of event - aware date of 29nov2023 used as event date is unknown.